Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) was dispatched and on 29-sept-2016 performed barcode reader alignment to correct the reported issue. Instrument is working. The most probable cause of the reported event was a barcode reader alignment failure.

Event description:
On (B)(6) 2016 the customer reported barcode read errors with their aia-2000 analyzer. Customer reported several read error on samples. Adjusted barcode label position and error persist. Fse (field service engineer) was notified as requested by customer. The customer is unable to run lhii prl pth and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii prl pth and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.